Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood/tissue was present around the helix. Detailed analysis confirmed that the cathode conductor coil was fractured at the distal end of the terminal pin. A laboratory technician tested the helix mechanism and found it was nonfunctional, replicating the clinical observation. Based upon the clinical observations and the laboratory findings, we believe the conductor coil became fractured due to torsional overstress during attempts to extend/retract the helix.

Event description:
Boston scientific received information that during the right atrail (ra) lead insertion it was not possible to extend the helix of the lead normally. The helix was noted to extend after 30 turns were reached. A new lead was used. No adverse patient effects were reported. The lead was returned for analysis.